Event description:
Beginning in 2003, I started having extreme fatigue, muscle weakness, joint swelling, and body aches. I've been to 3 different rheumatologists over the years and have subsequently been diagnosed as inflammatory arthritis (possibly ra) with lupus like symptoms and raynaud's disease. Upon researching my illness, I've discovered there is a connection to developing autoimmune diseases and having breast implants. My implants have been in place since 2002 and I have been off and on ill since about 8 months post op. I did go into remission during my pregnancies. FDA safety report ID # (B)(4).